Event description:
The customer reported a power failure error. Further information was provided that the device does not work with battery unless connected to mains power. There was no adverse patient impact reported.